Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported the device displayed a malfunction error message. There was no reported patient involvement.

Manufacturer narrative:
The customer reported the device displayed a malfunction error message. The philips field service engineer clarified that this message was a low battery error.